Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 20jun2004. The review was performed from the date of manufacture to the present date 16jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
On (B)(6) 2021 @ 11:30 am it was reported that two secondary medications over infused/infused faster than the prescribed rate. Acetaminophen 1000mg/100ml was to infuse over 15 minutes and zosyn 3.75mg/50ml was to infuse over 4 hours. There was patient involvement and no harm.